Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation procedure, a perforation occurred around the right ventricle and right atrium which required a pericardiocentesis to stabilize the patient. During removal of the catheters, an ultrasound revealed a perforation. The patients blood pressure and capnia dropped after injection of stryadine when checking proper isolation of the pulmonary veins. A pericardiocentesis was performed and the patient was continuously monitored.